Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects referenced will be filed under a separate medwatch report #. The UDI is unknown because the part and lot #s were not provided. Article attachment: four-year outcomes of multivessel percutaneous coronary intervention with xience v everolimus-eluting stents.

Event description:
It was reported through a research article identifying unk xience v that may be related to the following: myocardial infraction, revascularization, and death. Specific patient information is documented as unknown. Details are listed in the article, titled: four-year outcomes of multivessel percutaneous coronary intervention with xience v everolimus-eluting stents.

Manufacturer narrative:
Therapy date estimated this report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.